Event description:
It was reported that there was an energy fault message displayed using the device's hard paddles. There was no pt use associated with the reported event.

Manufacturer narrative:
The hosp biomedical engineering staff evaluated the device and confirmed that the root cause was a failure of the hard paddles. After replacing the hard paddles, proper device operation was observed and the device was placed back in service.